Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified vessel. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilation, however, during procedure the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient injuries reported and the patient condition was good.

Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).